Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. All other measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.